Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found the unit was out of calibration. While onsite, the technician calibrated the unit. While onsite, the technician discovered that the employee subject of the reported event was not wearing the proper ppe, specifically gloves, while unloading the sterilizer. The v-pro max 2 sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally, the v-pro max 2 sterilizer operator manual states (a-1), "a. Dry all items thoroughly. B. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion." The user facility was counseled on properly drying instruments prior to processing and wearing the appropriate ppe, specifically gloves, while operating their v-pro max 2 sterilizer. No additional issues have been reported.

Event description:
The user facility reported that an employee received a burn on their hand after opening a wrapped package from their v-pro max 2 sterilizer. The employee rinsed their hands with water and applied ointment.